Event description:
It was reported that pump experienced malfunction with malfunction code displayed and no notable events occurred before issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, and technical support provided pump reset information but could not assist with reset during call because customer was busy. Ultimately technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.